Event description:
It was reported that the user noted an insulin odor and suspected a leak from the pump, with the smell localized to the adapter while the infusion site adhesive was dry and the pump interior was not wet, consistent with a device fluid leak involving the connector/coupler. Customer care provided support that included communication with the user, guided troubleshooting, and a complete supply change performed step-by-step. Investigation of this case revealed evidence consistent with a seal leakage at the connector/adapter, aligning with a fluid leak device problem associated with the connector/coupler; after supply replacement, insulin delivery resumed without issue. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact, and blood glucose remained unaffected. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.